Event description:
The device blanked momentarily several times while monitoring a pt. The customer also complained that the device's crt display heart rate digits were distorted and missing pixels. A backup monitor was called for and used. No adverse affects to the pt were reported as a result of the reported malfunction.